Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 10:00 am the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took the action of skipping his dose of the oral diabetes medication actos (pioglitazone). Two hours later, the patient experienced the symptom of shaking. He did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and the meter successfully powered on with both the test strip insertion and the power button. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the allegedly power issue. Therefore, this complaint is being reported.

Event description:
The customer reported to baxter that the tip of a 60ml prefilled syringe (customer thinks it is a bd syringe, lot 072620100254) that broke off into the luer of an anti-siphon pca extension set. There was no patient injury or medical intervention necessary. The condition occurred while connecting the two, but the patient was not attached. No additional information is available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # is k053529.